Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) verified that the pim test failed in the system diagnostics. The fse replaced the safety disk (0202-00-0140) and the tidal volume disk (0202-00-0142). The fse replaced the tether assembly (0997-00-0596) after finding it physically damaged. The iabp passed all functional testing.

Event description:
N/a